Event description:
It was reported that the universal modular electric/battery double trigger handpiece, serial number (B)(4), keeps working without action on the triggers. No patient involved, issue discovered during a kit inspection.

Manufacturer narrative:
At the date of this report, the investigation was not completed. A f/u medwatch will be submitted once the investigation is completed.